Manufacturer narrative:
The lead was implanted for treatment. The lead remains in service for approximately 19 years, 04 months, since the event date (B)(6) 2020. The lead is still implanted and in use for treatment, therefore, the exact cause of the lead issue cannot be determined and the reported clinical observation cannot be confirmed. The investigation will focus on a review of product documentation. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Permanent pacing lead final inspection procedure, for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. Per instructions for use (IFU) pr flexion informs the user of these possible complications: with the use of endocardial leads, complications can occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue, or a failure of lead by breakage, fracture, or by breach of their insulation covering. The IFU precautions the user: perform procedure under fluoroscopic guidance. The device is no longer manufactured by oscor. Based on the investigation, a CAPA is not required as no issues related todesign, manufacturing or labeling of the product were revealed. The event will be re-evaluated if additional information becomes available.

Event description:
It was reported that atrial lead exhibiting noise. The lead is remains in service and there was no patient side effects reported. No additional information is available.